Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system's footswitch presented a problem during a surgical procedure. The staff was able to proceed with the surgery using the same system and accessories. There was no harm to the patient. Additional information has been requested.